Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Customer encountered a patient discrepant when running xpert xpress cov-2/flu/rsv plus. Customer collected a patient sample on (B)(6) 2022. Patient was not showing symptoms at the time of collection and needed a negative test for travel. On (B)(6) 2022, customer processed the sample per pi and ran it with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported to the md. Due to positivity and patient disagreement with the results, the customer decided to order and collect another sample. Customer collected a second patient sample on (B)(6) 2022, just 2 hours following the first collection. Patient was not showing any symptoms at the time of collection. On (B)(6) 2022, customer processed the sample per pi with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the md. Due to the conflicting results, the customer decided to re-run these samples. On (B)(6) 2022, customer processed sample 1 per pi and ran it with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was not reported to the md. On (B)(6) 2022, customer then processed sample 2 per pi and ran it with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was not reported to the md. All samples were stored in 2-8c in between the repeat testing. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy. There were multiple attempts to contact the customer with no response. An email was sent to the address provided explaining low-level positive results likely a result of targets near or at the limit of detection. No evidence of product malfunction. No known patient harm. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Customer encountered a patient discrepant when running xpert xpress cov-2/flu/rsv plus. Customer collected a patient sample on (B)(6) 2022. Patient was not showing symptoms at the time of collection and needed a negative test for travel. On (B)(6) 2022, customer processed the sample per pi and ran it with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was reported to the md. Due to positivity and patient disagreement with the results, the customer decided to order and collect another sample. Customer collected a second patient sample on (B)(6) 2022, just 2 hours following the first collection. Patient was not showing any symptoms at the time of collection. On (B)(6) 2022, customer processed the sample per pi with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the md. Due to the conflicting results, the customer decided to re-run these samples. On (B)(6) 2022, customer processed sample 1 per pi and ran it with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was not reported to the md. On (B)(6) 2022, customer then processed sample 2 per pi and ran it with xpert xpress cov-2/flu/rsv plus. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was not reported to the md. All samples were stored in 2-8c in between the repeat testing. Customer confirmed there is no known death, injury or deterioration in health related to the discrepancy.

Manufacturer narrative:
The product expiration date did not populate in the initial submission, therefore a follow up report is being submitted including the product expiration date in section d4.

Manufacturer narrative:
Follow up 1 was submitted on 09-sep-2022 due to the product expiration date not populating in the initial submission. The g3 date in follow up 1 was incorrect and should have been 02-sep-2022. Follow up 2 is being submitted to amend the g3 section and will reflect the date the error was captured, 04-oct-2022.